Event description:
The customer reported the 9900 system displayed grainey images on boot-up. There was no pt injury reported.

Manufacturer narrative:
The service rep could not duplicate the problem.